Event description:
It was reported that the device was removed from service because patient alert sounded for low hvb impedance (<10 ohms), which was reproducible with arm movement. No patient complications have been reported as a result of this event.